Event description:
It was reported that the patient's right ventricular (rv) lead was experiencing high and out of range pacing impedance. No intervention has been performed. There were no patient consequences.